Manufacturer narrative:
(B)(4) 2013: analysis from the manufacturer is pending.

Event description:
This device was explanted on (B)(6) 2013 for an infection. Another reply dr was implanted on (B)(6) 2013.